Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. A fluoroscopy revealed the left ventricular lead dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.